Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when this happened. The procedure was aborted including delay of more than 20 minutes and it completed by rescheduled the procedure. The philips field service engineer (fse) analyzed the system onsite and confirmed that there is an error message resulting in not being able to x-ray system was not powering on. After reviewing the log file fse confirmed the actual cause was the flat detector controller stopped working. Fse installing new flat detector controller, programming and calibrating it. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has an invalid procedure error message resulting in not being able to x-ray. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flat detector controller. After the flat detector controller was replaced, the system was returned to use in good working order.